Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that an occlusion alarm occurred, and it was reported that the cartridge was leaking near the septum. Reportedly, the customer overfilled the cartridge. Customer loaded a new cartridge to address the issue. Customer's blood glucose level ranged from 140mg/dl to 307mg/dl.